Event description:
The user received erroneous estradiol results for one patient sample tested in hitachi cups. The first result was less than 5 pg per ml which they found strange as the patient has consistent levels of estradiol around 7-8 pg per ml. The repeat results were 6.99, 11.80, 7.65 and again less than 5 pg per ml. The next day, the sample cup from the last repeat was retested with a result of 6.5 pg per ml and this result was reported. It is possible the patient was not being treated for ivf, but it is not for certain. If additional information is received, appropriate notification will be provided.